Event description:
It was reported that one of the wounds has not closed and the screw is visible. It is unknown which of the two that the patient is implanted with is involved with the event. The physician plans on doing a surgical revision at a future date. Additional information was received that the physician performed a surgical procedure where the extension was moved close, and the wound was sutured. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550 , model: nm-3138-55, serial: (B)(4), batch: 7070335.

Event description:
It was reported that one of the wounds has not closed and the screw is visible. It is unknown which of the two that the patient is implanted with is involved with the event. The physician plans on doing a surgical revision at a future date.